Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: ¿healthcare professional reported a cluster of intraocular inflammation cases in approximately 15 of his patients treated with vabysmo. The initial unusual observations (in terms of ophthalmological examination) date back to the beginning of this year, followed more recently by a worsening of the situation with the occurrence of these severe inflammations. Harm to the patient - not reported. Additional information provided: could you please confirm the total number of patients affected. See attached could you please confirm the country event occurred. France could you please confirm the event occurrence date as it was mentioned "approximately 15 of his patients treated with vabysmo" kindly confirm whether all these 15 patients were affected on the same date. If not, please provide the event dates identified for each patient involved. The event date is on it. It is the 7th. May 2026. What kind of medication was used to treat the inflammation? Requested to the customer we don't have that level of detail.